Manufacturer narrative:
Product analysis: the product involved in this event was requested to be returned for our investigation. At the time of this report, the device was not received by medtronic. Conclusion: based on the information available, no conclusion can be drawn with this event. Additional information regarding the nature and details of the event have been requested, but not received at the time of this report. When the complaint product has been evaluated and additional event information received, a follow-up report will be provided to FDA with the findings. (B)(4).

Event description:
Medtronic received information that during a procedure, this cannula split at the tip just behind the suture ring. The internal wire remained attached. The cannula was replaced with another product and will be returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
Additional information: this product event is included in a trend analysis. In an effort to determine root cause, medtronic attempted to recreate the failure mode in a simulated use condition operating room. This included preconditioning samples using an ice bath, use of different suture techniques and materials, and manipulating the cannula as is done with any cardiopulmonary bypass case. In addition, the manufacturing equipment, non-conforming material reports, and any manufacturing process changes (if applicable) were thoroughly reviewed to detect any abnormalities that would have caused or contributed to this event. The results of testing post-production cannula in the simulated operating room created a split to the cannula body in the suture collar region; to the unaided eye, this split appeared similar to those as reported to medtronic. The sample was sent to medtronic¿s science and technology laboratory for a magnified visual inspection. This inspection concluded that the created split in the cannula body in the suture collar region did not present the same visual indicators as those observed in the returned devices as reported to medtronic. A review of the manufacturing process did not identify any out of specification conditions that would have caused or contributed to the split in the cannula body in the suture collar region. Conclusion: the root cause for the split in the cannula body in the suture collar region is unable to be determined at this time. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at our quality laboratory, visual inspection revealed the cannula was split at the suture ring. The device was decontaminated and forwarded to the contract manufacturer for further investigation. Conclusion: returned product analysis was able to confirm the distal end of the cannula was split at the suture ring. The investigation is currently in progress, therefore, the final results are inconclusive at this time. A supplement report will be provided once the investigation results are made available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.